Event description:
It was reported that pump required holding at specific angle in light to be read, there was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no additional troubleshooting was completed, and customer was noted to be out of warranty and already in process of obtaining new device.